Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, when inserting the cytology brush into the device (maj-210), it is likely that it was inserted on a slant. Therefore, the brush was caught in a part other than the slit on the rubber part inside the valve. This caused damage and the rubber part of the device to fall off. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿there may be a case where the biopsy valve is broken and the debris falls off into the human body cavity, inserting/removing an instrument shall be straight to the valve and slowly performed in the state where the tip of an instrument is closed or retracted into the sheath. When using a sharp spoon, insert/remove it with the tip straightened.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Event description:
A user facility reported to olympus that during a bronchial endoscopy procedure with the single use biopsy valve (sterile), when the physician was inserting the cytology brush into the forceps plug, the center of the valve was scraped out. Part of the black forceps plug fell into the patient's bronchus. The size of the fallen pieces were 1-2 mm, square shaped with no sharp parts. The physician retrieved the debris from the bronchus and completed the procedure. There was no patient health hazard reported.

Manufacturer narrative:
Upon evaluation of the returned device, it was confirmed there was a break/slit in the rubber. No other defects were found. Although the cause of the breakage of the rubber part cannot be identified, it is likely that the cytology brush was inserted at an angle to the forceps plug, resulting in an overload. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.